Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and underwent transforaminal lumbar interbody fusion (tlif) surgery at l4-5 levels. During surgery, the tip of the obturator was broken. No fragment of the instrument were remaining in the patient. The product came in contact with the patient. No patient complications were reported during this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The fellow who was an attempting to loosen a set screw instead tightened it to the point that the obturator tip broke.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.